Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, the speaker was replaced per current process, and the device was returned to the customer site.

Event description:
It was reported that there was a speaker malfunction. The customer was not sure if the device produced any sounds or not. The device was not in use on a patient at the time of the event, so there was no patient involvement.